Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in impedances. The lead was suspected to be fractured, so a revision procedure was scheduled. Prior to the revision, a chest x-ray was performed and there was no visible damage. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.